Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported a tampon string was not accessible for removal of the pledget from her vaginal cavity because it was found to be on the opposite end of the pledget. She was able to manually remove it all in one piece. She had some vaginal soreness after removal of the pledget which subsided in a few hours. She did not seek medical attention and did not experience any adverse health effects.